Manufacturer narrative:
To date the device has not been received for eval. An investigation has been initiated based on the reported info.

Event description:
The integra sales rep who was present during the event reported the following incident. The hallufix snap off screws could not be used . The screwdriver would not fit the head of the screws. The screwdriver did fit other types and sizes of screws that were available from consignment inventory. The product was not in direct contact with the pt, and no injury occurred. The surgery was successful with other screws in the set. Add'l device: catalog number: 129733.